Event description:
It was reported that the pta balloon would not deflate after use in the mid-sfa. A needle was used to pierce the balloon and deflate it, and the catheter was removed in its entirety without further incident. No report of injury to the pt.

Manufacturer narrative:
A mfg review could not be performed as the lot number is unk. The device has not been returned for eval to date. The investigation is currently underway.